Event description:
It was reported that the left ventricular lead dislodged. The lead was explanted and replaced on (B)(6) 2015. The patient was in good condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
New information noted that the patient experienced dyspnea since (B)(6) 2015.